Event description:
The national complaint coordinator (ncc) for baxter received a complaint from a user facility involving a pt control module (pcm) used in conjunction with a basal/bolus infusor. According to the facility, the device over-infused during pt use. The device was filled with 12ml of fentanyl citrate. The facility reported the device took 15.5 hours to complete infusion. There was no adverse pt outcome, injury or medical intervention associated with the alleged incident. No further info was available.

Manufacturer narrative:
Although the device has been received at the manufacturing facility, the complaint investigation has not yet been completed. A follow-up report will be submitted upon completion of the investigation.